Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 79mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to unlocked connector at lcd board. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.